Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient received an alert for low rv lead impedance. Capture threshold was noted to have increased over the lifetime of the device. Low sensing was also observed. The physician will continue to monitor the patient until device change out and will make make the decision to replace the lead during this time.